Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-nov-2024. Investigation summary: bd received 17 samples for investigation. Out of these, eleven underwent a functional test for proper activation and all passed with no defects observed. The remaining six samples could not be tested; one had a safety shield already activated, and the other five had detached shields. Additionally, 20 retained samples were tested for proper activation and all were activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield detached from the device. This occurred with 17 devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield detached from the device. This occurred with 17 devices. There was no report of adverse impact to patients or users.